Event description:
Procedure type: oral surgery. According to the reporter: the client reports that the suture is breaking after utilization. Allegedly, a re-operation was performed. Add'l info has been requested.

Manufacturer narrative:
(B) (4). (B) (4).